Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01504, 01505, and 1043534-2013-01328. This event occurred in the (B)(6).

Event description:
Allegedly the right knee revised for tibial loosening. On revision a fracture was seen of the medial condyle of the femoral component. The bone of the medial condyle was intact. A large bone void was noted on the posterior lateral condyle. The patella component showed excessive wear to the poly on the medial side. The knee was revised to a cck type prosthesis due to excessive bone loss. High activity.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed.